Event description:
Additional information was received from the healthcare provider indicated that the patient was titrated but they never received pain relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 1.3mg/day and allowed 3 boluses, 1 x 6 hr at .999 mg via an implantable pump. The patient reported that the pump trial was successful at 0.4mg and eight hours after the test he had complete pain relief. The patient stated he has had no pain relief since the pump implant. The patient has had 4 back surgeries and has a lot of metal in his back due to scoliosis. The patient¿s current physician has reduced his po meds down to 40 mg of vicodin. The patient has pain 24/7 and wakes up in pain, feeling like his leg is on fire and he has a rod in his back as well as stenosis. The patient also stated he has gained weight and his pump is in the "flap" of his stomach that hangs over. The patient feels the pump has moved locations. His weight currently is (B)(6) lbs but previously was as low as (B)(6) and as high as (B)(6) and stated dietary changes have helped him to lose some weight. The patient stated that 1.5 months ago the physician performed a dye study, but it was difficult to see flow of drug due to the metal in his back. The patient felt it was not conclusive and was not aware of volume discrepancies the patient further stated he has used fentanyl and morphine patches in the past and has experienced withdrawal after they were removed, however they did not help with his pain. The patient was redirected to their healthcare provider. The patient also requested physician listing.